Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was not confirmed. The suction connector was clogged (found during the final inspection). The clogging inside the suction connector could not be removed. It was unknown what kind of material was responsible for the clogging. During the evaluation, the additional findings were found: due to wear of angle wire, bending angle in up direction did not meet the standard value; adhesive on a-rubber had a chip; image guide protector was damaged; due to damage on channel-tube, water tightness was lost; and acoustic lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the gastrovideoscope image was ¿orange¿ and the defect reproduced on a second column on the video system center (cv-1500). The device could not be processed because a leak was detected in the window. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the suction connector was clogged with foreign material. This was attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
Updated: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material clogging the suction connector could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed damage/leak in the channel tube, proper device reprocessing may not have been possible. The event may be detected/prevented by following the instructions for use sections below: chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.